Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported venous thromboembolism could not be conclusively determined through this evaluation. The hm3 IFU lists venous thromboembolism as an adverse event that may be associated with the use of the hm3 lvas. The IFU outlines recommended anticoagulation therapy and inr ranges. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2019, an ultrasound showed that there was near occlusive thrombosis in the internal jugular. On (B)(6) 2019, ultrasound showed there was no sign of thrombosis.

Manufacturer narrative:
The referenced comorbidities were reported under MFR. Report #2916596-2019-02424, 2916596-2019-03301, 2916596-2018-05359. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had venous thromboembolism. There was no device issue or patient condition that may have contributed to the thromboembolism. The patient had multiple extensive venous clots and was treated with a heparin drip. The patient was hospitalized from (B)(6) 2018 to (B)(6) 2019 and had multiple comorbidities. No further information was provided.